Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis and cardiac failure coincident with therapy for peritoneal dialysis. The patient began treatment with unspecified antibiotics and heparin for the peritonitis. Eleven days after being hospitalized, the patient passed away. The patient had not yet recovered from the peritonitis when they passed away. The cause of death was unknown and an autopsy was not performed. The patient was not on pd therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was unknown.